Event description:
It was reported by repair work order that the customer alleged that the pedals for pumping up the stretcher were broken. Upon inspection of the unit by the service technician, it was identified that the weld was broken at the attachment point for the pump pedals preventing the jack from being pumped up.